Event description:
The facility's biomedical engineer reported an infusion pump that non delivered during pt use. The pump was programmed in mg/ml, and the medication was fentanyl. There was no reported pt injury. The biomed tested the pump and found that it worked properly when programmed for ml/hr. A follow up with the biomed revealed the rate was set at 10mg/ml 300mg continuous 175mg/hr total. The bolus was set at zero and no pca rate.